Manufacturer narrative:
Device was discarded and will not be returned. Device history record review revealed no mfg variances related to the reported event. No conclusion can be drawn as to the cause of the reported event.

Event description:
Infus-a-port inserted without difficulty in 2006. The pt received six chemotherapy treatments through the port. Due to complaints of malfunction about four months later, the pt had an infus-a-port injection with contrast performed in x-ray to verify patency. The infus-a-port was found to be patent to the distal superior vena cava. Aspiration of blood was able to be performed. The port was flushed at approx 55 days later. At about 5 days later, the pt had redness and discomfort at the site. She was started on keflex and scheduled for a port removal about two days later. During the port removal, it was noted that the proximal catheter had sheared at the level of the infraclavicular fossa with no distal segment noted. Efforts to retrieve the segment in surgery were unsuccessful. The pt underwent interventional radiology procedure for removal of the fragment from her right atrium. A 5.0cm segment was successfully removed from the right atrium using a transfemoral approach.